Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the left ventricular (lv) pace impedance was fluctuating. There were also multiple stored episodes of pacemaker-mediated tachycardia. Technical services recommended programming options and continued monitoring of the lv impedance. The overall impedance was trending upward; however, values were still within normal expected limits and the cardiac resynchronization therapy defibrillator remains in service. No adverse patient effects were reported.

Event description:
It was reported that the left ventricular (lv) pace impedance was fluctuating. There were also multiple stored episodes of pacemaker-mediated tachycardia. Technical services recommended programming options and continued monitoring of the lv impedance. The overall impedance was trending upward; however, values were still within normal expected limits and the cardiac resynchronization therapy defibrillator remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Please note correction to h.6. Evaluation conclusion code.